Manufacturer narrative:
The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The detachment of the actuator results in the bed movement to the trendelenburg/reverse trendelenburg position. In the complaint at hand arjo was notified about the bed damage 10 days after the event. When the arjo representative visited the facility, the bed was in reverse trendelenburg position. The nurse and the patient stated that they didn¿t know what happen to the bed. Thus the circumstances of the bed damage are unknown. However, analysis of the previous complaints indicates that the most probable root cause of the malfunctions was that the hi-low actuator, caster and communication cord were mechanically damaged. Moreover, the detached actuator caused that the aes error code appeared on the control panel. The citadel plus instruction for use (IFU 831.374-en) states that the aes is designed to detect any obstacle between the base of the bed frame and the deck when the deck is being lowered. When the obstacle is detected, the bed stops lowering and lifts the deck slightly to allow the obstruction to be removed. The control panel displays aes alarm at that time. The actuator can be mechanically damaged if the bed¿s movement is interrupted by the obstacle, for example when it is placed under the bed. Such scenario could result also in damage of other parts of the bed, as in the complaint at hand. However, due to unknown circumstances in which the malfunction occurred, this hypothesis and exact cause of the claimed malfunction could not be determined. The citadel plus bed frame instruction for use (IFU) states to: keep all equipment, tubes and lines, loose clothing, hair and parts of the body away from moving parts, ensure that the pathway is clear of cords, hoses and obstacles before driving bed. Moreover, IFU indicates that the full test of all electrical bed positioning functions should be carried out weekly. The actuator was found to be detached, caster and communication cord were damaged. From that perspective, the device did not meet performance specifications. The device was in use when the issue was observed. It was decided to report this case as the detected malfunction of the hi-low actuator results in the unexpected movement of the bed platform. No injury was claimed.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The actuator that is responsible for high and low movement of the bed¿s platform detached. Moreover, communication cord and caster were damaged and aes error code was displayed. The involved device was in use at that time. No injury was claimed. The bed frame was swapped out.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The actuator that is responsible for high and low movement of the bed¿s platform detached caused the bed¿s unintended movement the involved device was in use at that time. No injury was claimed. The bed frame was swapped out.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.